Event description:
The va implanted an inspire device for sleep apnea, within 2 days I developed a very large hematoma in my neck, saw the doctor and was told it would resolve on its own. About a week later, the guide wire became entrapped, and I had to go back for another surgery to release it. I had to wait 6 weeks before I could start using it. After about 4 days of using it, the device started to malfunction, it would constantly send a signal and force my tongue to constantly move back and forward, I could no longer use it. I went and saw the doctor again and had them remove it in (B)(6) 2023. When they removed the device, they did not inform me they were not going to remove both guidewires or clip, and now the wire going to the back of my throat is entrapped again. I'm working on finding another ent surgeon to advise me as to what to do about this, I am not going back to the va. I did not know I could report this until a friend told me about your website. I just thought you should know about it. Reference report: mw5152859.